Event description:
This is being filed as resistance was met with the steerable guide catheter (sgc 10300725/18) during the removal of the clip delivery system. Although there was no adverse patient injury, resistance between two devices during removal has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the clip delivery system (cds 10340935/13) was inserted and advanced through the sgc (10300725/18) with no difficulties. As per the instructions for use (IFU), the sgc tip had been straightened prior to the insertion of the cds and the cds sleeve had not been curved more than 90 degrees at any time. The patient anatomy was not challenging. There was an anterior flail and a restrictive posterior leaflet. The clip was deployed without any reported difficulties. Upon retracting the cds through the sgc, resistance was met during the removal of the last 8cm. The cds could not be retracted any further. After a few minutes of turning and sliding the device in and out, the cds was able to be fully retracted from the sgc. There was no damage noted to the cds. The second cds was inserted and the blue alignment lines of the cds and sgc were confirmed to be in alignment. After the cds was advanced to approximately 1cm behind the key, resistance was met and the cds could not be advanced any further. After several attempts, the cds was removed. The sgc was removed from the anatomy; there was no damage noted. Using another sgc, the second cds was able to be reinserted and advanced to the left atrium.

Manufacturer narrative:
(B)(4). Event description continued: the clip was successfully implanted. An additional 3 cds devices were used and the clips were successfully implanted. The mixed mitral regurgitation was reduced from 4 to 1-2 with the implantation of 5 clips. There was no adverse patient effect or no clinically significant delay in the procedure due to the device issue. No additional information has been provided. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system (cds 10340935/13) referenced is being filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, additional information received indicated that there were no problems during insertion of the device; there was no twisting or motion. No additional information has been provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis, which confirmed the resistance with the key way of the guide valve within the hemostatic valve. A review of the lot history record (lhr) was conducted and found no associated non-conforming reports for this lot. Additionally, review of the complaint handling database found no other incidents related to resistance with the key way for this lot. Based on the related records review, review of the lhr for this lot and complaint rate, a potential product deficiency was identified. There is no indication that a larger population is predisposed to resistance. This type of reported event will continue to be processed per local quality system procedures.